Event description:
Surgeon was using the long surgical pencil tip and bowel was burned much higher up than the tip itself. The tip was inspected and there was a small hole found in the blue insulation of the shaft of the device. The tip was removed from the field and another tip reopened. Patient needed a single suture to the bowel to repair the injured area. Equipment was sent to the manufacturer for review. Manufacturer response for bovie, (brand not provided) (per site reporter): discussed with rep.